Event description:
It was reported that the patient was revised due to instability/dislocation of the implant. Primary surgery was conducted 3 days post-op the patient had instability/dislocation of the implant (x-ray control: ptei cat dislocation. Reduction / immobilization by abduction cushion on the same day) 4 months later there was recurrence of prosthetic dislocation: repeat with glenosphere. Patient underwent a revision surgery 4 days later with revision of the insert and glenosphere. Resolved with sequelae (x-ray 5 years after revision).

Manufacturer narrative:
Device will not be returned. If additional information becomes available, it will be provided on a supplemental report.

Event description:
It was reported that the patient was revised due to instability/dislocation of the implant. Primary surgery was conducted. 3 days post-op the patient had instability/dislocation of the implant (x-ray control: ptei cat dislocation. Reduction / immobilization by abduction cushion on the same day) 4 months later there was recurrence of prosthetic dislocation: repeat with glenosphere. Patient underwent a revision surgery 4 days later with revision of the insert and glenosphere. Resolved with sequelae (x-ray 5 years after revision).

Manufacturer narrative:
Correction: h6 device code and clinical code. The reported event could be confirmed. The devices were not returned but evidences were provided, based on provided x-rays, which matches the alleged failure. X-rays inspection showed twice a glenoid/humeral dislocation of the shoulder. Since x-rays were provided, the opinion of a medical expert was sought and stated as following: "most likely the dislocation is multifactorial. One of the factors probably was the lack of soft tissue tension, hence the surgeon has changed the articular components (glenosphere and polyethylene liner) to increase that. Other reasons are more difficult to assess from the information available". A review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. No indications of material, manufacturing or design related problems were found during the investigation. More detailed information about the complaint event (as patient conditions and surgery information) as well as the affected devices must be available in order to determine an exact root cause of the complaint event. If more information is provided, the case will be reassessed.